Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 3006705815-2022-00840. It was reported that patient¿s system was unable to go into MRI mode. X-rays showed that one of the leads were fractured. Surgical intervention may take place to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced with a single lead of different model.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.